Manufacturer narrative:
The reported event of unexpected reset was confirmed. The device was received in backup mode. Final analysis found that the backup condition was caused by a power-on reset (por). No other anomalies were found.

Event description:
It was reported that the patient presented for follow up in the clinic. It was noted that the implantable cardioverter defibrillator (ICD) was locked in backup mode and could not be restored. The ICD was explanted and replaced with an alternate one on (B)(6) 2025. The patient was in stable condition.